Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected, "implant has fluid in it"

Event description:
Patient reported being diagnosed with alcl and "implant has fluid in it." Pathological markers confirming alcl have not been received. The device remains implanted. This record represents the right side.

Event description:
Patient representative reported patient experienced one breast "enlarged;" side not specified. Patient representative reported patient "has suffered and is continuing to suffer debilitating side effects from bia-alcl, including fatigue, pain, and physical deformities¿ and ¿physical pain and suffering, disability,¿ and ¿mental, pain, and suffering, and loss of enjoyment of life.¿ the device has been explanted.